Event description:
It was reported an asymptomatic patient reported to clinic for routine follow-up. Inappropriate non-sustained lead noise was seen on the stored egm. Reprogramming was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.